Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on [(B)(6) 2019]. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: brown particles, weight to the spec, crease folds and deformation of the device. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process the reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "right side broken, damaged or defective component". The device has been explanted.